Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy pd effluent coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, further described as possibly due to the patient not washing his hands enough while experiencing a cold, however, this was not medically confirmed. The patient was not hospitalized for the peritonitis. On the same day as onset, the patient began treatment for the peritonitis with vancomycin (1.5 grams, twice per week and intraperitoneally for 4 weeks, dose not reported). On an unreported date in the month following the month of onset, the patient discontinued treatment with vancomycin. At the time of this report, dianeal and extraneal therapies were ongoing. On an unreported date in the month following the month of onset, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.